Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that although the pump's led light was blinking, it was noted to otherwise be unresponsive and stopped all insulin delivery. The customer's blood glucose level was reported as 205 (mg/dl). It was reported that the customer would use manual injections as alternate insulin therapy.